Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the ICD and lead were explanted due to a pocket infection. Additional information: an update was received from the field rep, indicating that the patient is feeling well and will have a new system implanted in few weeks.